Event description:
Healthcare professional reported rupture of the left device and capsular contracture, baker grade IV, "breast is very hard, deformed, and painful to the touch". The device has been explanted.

Manufacturer narrative:
Continued: e.1.: phone no.: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.